Manufacturer narrative:
The technician found the retainer ring was missing causing the d-pin to become loose which prevented the siderail from latching. He reinserted the d-pin and replaced the retainer ring to repair the bed.

Event description:
Info received indicates the right foot siderail is loose and won't lock into the raised position.